Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/12/2020. A manufacturing record evaluation was performed for the finished device lot number am6942, and no non conformances / manufacturing irregularities were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/16/2020. Additional h3 investigation summary: an opened sample of product code nm107x, lot # am6942 was returned for analysis. During the visual inspection of the sample, the paper of overwrap packet was observed delaminated. A functional test was performed to the packets and the seal strength force met the requirement. The bottom stock (clear) delamination defect and has been correlated to the manufacturing process. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the primary packaging the one that was damaged or was the sheet damaged? The secondary packaging, in which the yarn is packed. How many devices have the damage package? R: 2 units". Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the broken package compromise sterility? Do you have any photos of the broken package? Note: events reported in 2210968-2020-07873. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, it was noted that the package broke. It was stated that the damaged package was the secondary package in which the yarn is packed. There were no adverse patient consequences. Additional information has been requested.